Event description:
Boston scientific crm received information that this chronic left ventricular (lv) lead was determined to have high pacing threshold measurement that prompted replacement of this lead, at which time an insulation break was identified. A new left ventricular (lv) lead of the same model was attempted unsuccessfully due to inability to track over the guidewire in the patient's anatomy. This was then replaced by a successfully implanted lead of the same model. The implantable defibrillation lead exhibited >125 ohms shock impedance post left ventricular (lv) lead revision procedure. All leads were removed from the device and then reconnected. Upon defibrillation lead re-connection, the shock impedance measurement was found to be in normal range. There were no reported adverse patient effects.

Manufacturer narrative:
.

Manufacturer narrative:
Post market quality assurance laboratory analysis could not confirm the allegation of the explanted left ventricular (lv) lead insulation break or poor threshold. Post-left ventricular lead revision procedure, the physician went back in and did a header revision, correcting the distal negative lead to device connection, which resolved the high shock impedance issue. This device and defibrillation lead remain implanted without further issue. The second unsuccessfully attempted left ventricular (lv) lead's inability to track on the guidewire was not able to be confirmed in analysis. Should any additional information become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.